Manufacturer narrative:
PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, the basket could not be opened or closed. Urinary stones were confirmed by flexible ureteroscopy, and a laser was used to break up the stones. The physician attempted to prepare the basket for collecting the stones. However, the basket could not be opened and closed during the preparation. The physician attempted to adjust the basket by removing the black connector of the handle (disassembling the handle), but the basket still did not work. The black connector was removed, and it was not returned to its original condition. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a transurethral lithotripsy using a ncircle tipless stone extractor, the basket could not be opened or closed. Urinary stones were confirmed by flexible ureteroscopy, and a laser was used to break up the stones. The physician attempted to prepare the basket for collecting the stones. However, the basket could not be opened and closed during the preparation. The physician attempted to adjust the basket by removing the black connector of the handle (disassembling the handle), but the basket still did not work. The black connector was removed, and it was not returned to its original condition. Another same type device was used to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection of the device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation with the basket formation in the open position. The handle was return with the collet knob disassembled. The male luer lock adapter (mlla) was loose. The polyethylene terephthalate tubing was not returned. The support sheath was bowed, severed 6mmm from the mlla, and still adhered to the basket sheath. Kinks were noted in the basket sheath located 45cm and 54cm from the distal tip of the support sheath. A document-based investigation evaluation was also performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use, which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ the returned device was disassembled by the user. This disassembly prevented the function of the basket from being tested. It was found that the basket sheath was kinked in two locations. It is possible the kinked sheath prevented the basket from functioning properly when tested before use. Based on the available information, cook has concluded that a cause for the sheath damage could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.